Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported seeing yellow, her visual contrast and viewing colors was off, she had negative and positive dysphotopsia, and blurry vision since having cataract surgery with an intraocular lens (iol) implant. In a follow up report, she indicated that the vision interfered with seeing road signs and feeling safe when she drives. She also mentioned that her eye hurts at times.